Event description:
When patient's broviac catheter was pulled at approximately 1600 on 7/14/94, the line was broken even before much force was applied to pull the line. The rest of the catheter needed to be removed by surgeon and needed skin incision.